Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy on (B)(6) 2013). On (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery and missed 3 weeks of work"). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, migraine and procedural pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, abdominal pain lower, migraine and procedural pain to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms (unspecified) are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe pelvic pain. She underwent a hysterectomy approximately 6 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included neuropathy since (B)(6) 2013. Concomitant products included axotal (fioricet), duloxetine hydrochloride (cymbalta) since 2014, gabapentin, lorazepam, tizanidine since 2014, topiramate (topamax) and tramadol. In 2012, the patient experienced migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), bipolar disorder ("bipolar affective disorder") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and back pain ("back pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 5 months 12 days after insertion of essure, the patient experienced ovarian cyst ("ovarian cysts") and haemorrhagic cyst ("hemorrhagic cyst"). On (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery and missed 3 weeks of work"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and ovarian cyst had resolved and the abdominal pain lower, migraine, procedural pain, vaginal haemorrhage, depression, anxiety, bipolar disorder, fibromyalgia, headache, haemorrhagic cyst and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bipolar disorder, depression, fibromyalgia, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms (unspecified) are mostly resolved. That essure worsened a previously existing injury/condition-yes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, depression, anxiety, bipolar affective disorder, fibromyalgia, headaches, ovarian cysts, hemorrhagic cyst, back pain and did not undergo essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), haemorrhagic cyst ("hemorrhagic cyst") and bipolar disorder ("bipolar affective disorder") in a 39-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included anxiety. Concurrent conditions included neuropathy since june 2013, abdominal pain, abdominal bloating and uterine bleeding. Concomitant products included axotal (fioricet), duloxetine hydrochloride (cymbalta) since 2014, gabapentin, lorazepam, tizanidine since 2014, topiramate (topamax) and tramadol. In 2012, the patient experienced bipolar disorder (seriousness criterion medically significant), migraine ("migraines"), depression ("depression"), anxiety ("anxiety") and headache ("headaches"). On 2-nov-2012, the patient had essure inserted. On (B)(6) 2013, 5 months 12 days after insertion of essure, the patient experienced haemorrhagic cyst (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery and missed 3 weeks of work"). In july 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and back pain ("back pain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy and oopherectomy on (B)(6) 2013. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and ovarian cyst had resolved and the haemorrhagic cyst, bipolar disorder, abdominal pain lower, migraine, procedural pain, vaginal haemorrhage, depression, anxiety, fibromyalgia, headache and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bipolar disorder, depression, fibromyalgia, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms (unspecified) are mostly resolved. That essure worsened a previously existing injury/condition-yes. Patient states that she is much improved. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, hemorrhagic cyst, back pain, abdominal pain lower, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe pelvic pain. She underwent a hysterectomy approximately 6 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.